Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had irritated skin caused by the lifevest. The patient consulted her physician who recommended using a lotion. Follow-up indicated that the irritation has gone from using the lotion.